Manufacturer narrative:
(B)(6). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 2 of the same event. It was reported that during a tympanoplasty (mastoid) surgical procedure, it was observed that both the motor device and the attachment device were vibrating continuously while in use together. It was further reported that the devices were unplugged and restarted again but the devices still vibrated. It was reported that the vibration continued throughout the entire procedure. There was a delay to the surgical procedure but an exact duration was unknown. It was not reported if a spare device was available for use. The procedure was successfully completed after a few hours. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Device returned date: the device returned date was documented as dec 16, 2015 in the initial report. The device returned date has been updated as jan 21, 2016. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. It was further determined that the motor had excessive vibration. The assignable root cause was due to normal wear over time. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
Device manufacture date: the device manufacture date was documented as may 10, 2010 in the initial report. The device manufacture date has been updated as may 20, 2010. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.